Event description:
Philips received information where the customer during morning qc, deployed the flat panel from the system and experienced resistance when attempting to engage the locking handle. The customer reported the locking handle appeared to be in place. The customer then rotated the gantry to start angle and the flat panel became dislodged and fell into detector. The customer stated the system did not indicate that the flat panel was not in the locked position. There was no patient involvement and there was no report of harm to the operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).